Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented in clinic for device check, increase in pacing lead impedance was observed. Lead was capped and replaced on (B)(6) 2016.